Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the "original implant was too short." A new pair of preconnected ipp cylinders with pump were implanted.